Manufacturer narrative:
He is following functional tests and communications were performed: the rse spoked with the customer and noted that the primary server is down and requested onsite visit to fix the issue. A philips field service engineer (fse) went onsite and noted that the hard drives both failed on the server. The fse ordered new ones for the customer. The fse also had to archive from the existing physio and reconnect all hosts one by one. Based on the information available and the testing conducted, the cause of the reported problem was the computer hard drive. The reported problem was confirmed. Once the hard drives were replaced, the device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating they cannot get patient info to transfer to cerner. The device was in use on a patient at time of event; there was no adverse event reported.